Event description:
It was reported that the patient heard a strange noise where the implant was implanted, after being advised that he could start slowly walking again (approximately 2 months after surgery). A revision surgery took place on (B)(6) 2016, which confirmed the device fracture.